Manufacturer narrative:
(B)(4). Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter limb detachments as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Event description:
It was reported approximately five years post vena cava filter deployment, multiple filter arms were detached. Subsequently, one filter arm was embolized in the left pulmonary artery. The filter was successfully captured and retrieved, however, a partial fragment of a filter arm remains embedded, location of the fragment was not provided. There was no reported patient injury.